Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reported receiving false positive sofia sars results of an unknown amount. No other information given. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.